Manufacturer narrative:
Clinical review: during a response to a voice of the customer survey, this patient reported discontinuing peritoneal dialysis due to a serious infection. No further information was provided. Attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was referring to in the survey response. Furthermore, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection. Additional information was requested, however to date has not been provided.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.